Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The sample has been discarded by the user facility and is not available for evaluation. The reported complaint is not confirmed. A complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Additional data: device available for evaluation?, device evaluated by MFR? The sample was located by the user facility and sent back for evaluation. The reported complaint is a confirmed fiber leak. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was streaked with blood and blood was noted on the circumference of the fiber bundle on the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test which revealed a steady flow of bubbles noted from both ends of the potting cut surface. The dialyzer was then subjected to a destructive disassembly to isolate the leaking fiber. Visual examination of the fiber bundle found a punctured fiber on the circumference of the fiber bundle. The leak site was located between the bell housing and the product label of the non-cavity ID end. The inferior surfaces of both potting masses were examined for voids, which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. .